Event description:
It was reported that the patient used bd integra¿ syringe w/ detachable needle and was not aware that it was a retractable needle. He thought the needle broke inside the skin. The following information was provided by the initial reporter: material no: 305270 batch no: (provided) 7279323. It was reported that the consumer wasn't aware this syringe is retractable. He thought during the injection needle broke and went inside the skin. When he told the doctor he advised him to get the x-ray. He wasn't informed by a pharmacist that it was retractable syringe. He replied no one told him about it. He has the sample. Spring is out of the syringe. He uses it for his testosterone. Per snow update 06/06/2019: from phone call on (B)(6) 2019 14:27:55: consumer stated: x-ray taken. Nothing found. Stated the spring popped out of syringe when he was taking testosterone injection and he thought needle broke off inside injection site. Stated, he did not go to an urgent care, just went to his primary doctor who sent him next door for an x-ray. Consumer is emailing doctors information and will be sending back syringe affected. Looking for out of pocket only, not the few hours he missed from work.

Manufacturer narrative:
The following fields have been updated with additional information: event attributed to: other: required intervention. Describe event or problem: it was reported that the patient used bd integra¿ syringe w/ detachable needle and was not aware that it was a retractable needle. He thought the needle broke inside the skin. The following information was provided by the initial reporter: material no: 305270. Batch no: (provided) 7279323. It was reported that the consumer wasn't aware this syringe is retractable. He thought during the injection needle broke and went inside the skin. When he told the doctor he advised him to get the x-ray. He wasn't informed by a pharmacist that it was retractable syringe. He replied no one told him about it. He has the sample. Spring is out of the syringe. He uses it for his testosterone. Per snow update 06/06/2019: from phone call on (B)(6) 2019 14:27:55: consumer stated: x-ray taken. Nothing found. Stated the spring popped out of syringe when he was taking testosterone injection and he thought needle broke off inside injection site. Stated, he did not go to an urgent care, just went to his primary doctor who sent him next door for an x-ray. Consumer is emailing doctors information and will be sending back syringe affected. Looking for out of pocket only, not the few hours he missed from work. Relevant tests/laboratory data: x-ray taken.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that the patient used bd integra¿ syringe w/ detachable needle and was not aware that it was a retractable needle. He thought the needle broke inside the skin. The following information was provided by the initial reporter: material no: 305270, batch no: (provided) 7279323. Verbatim: consumer inquired about 18g needle for the integra. Provided consumer # 305275. He wasn't aware this syringe is retractable. He thought during the injection needle broke and went inside the skin. When he told the doctor he advised him to get the xray. He wasn't informed by a pharmacist that it was retractable syringe. He replied no one told him about it. He has the sample. Spring is out of the syringe. Item# 305270; lot# 7279323; expiration date-09-30-2022. Incident date- (B)(6) 2019. Offered to send him the replacement to the pharmacy. He uses it for his testosterone.